Manufacturer narrative:
Other, other text: device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the pump had a downstream occlusion sensor. The cassette was not attached properly. The cassette was reattached. There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 19-aug-2022 via email and attached in complaint object: as previously reported, issue was found during preventative maintenance. No patients were affected. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110. H4: correction: device manufacturing date: 19-feb-2014.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-13294]. The report was submitted in error.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a sticker seal. There was no evidence of the error in the event history log. The reported problem was duplicated. Error message cassette not attached properly was detected during functional test. A faulty downstream occlusion sensor was the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.